Event description:
On 10/28/96 during a plateletpheresis the donor received 650mls of acd in approx one hr (3,000 mls of whole blood processed). The system indicated that 312 mls had been administered, the acd bag indicated 650 mls given. When the kit was being removed from the machine the nurse noticed that the acd pump tubing had rolled off from the pump roller and had been badly chewed up by the roller. The nurse said that at the onset of the procedure she was looking at the acd drip closely and noticed that it was dripping normally, she is sure that the pump handle was closed. The donor complained that his legs were feeling like lead and was not feeling very well. The donor was very pale. No medication was given. Donor released in good condition. The kit was discarded and not available for eval.